Manufacturer narrative:
H3 other text : the customer worked with the remote service engineer.

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx indicating that external paddles were burnt. There was reportedly patient involvement but no patient harm. The customer worked with the rse. It was determined that this was a malfunction of the external paddles which were ordered for the customer for their installation. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the external paddles. The reported problem was confirmed by the customer. The customer will be ordered replacement external paddles. It will be replaced by the customer to resolve the issue. It has been concluded that no further action is required at this time.